Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were multiple episodes of right ventricular oversensing due to post-paced t-wave oversensing noted on the device. The device will be reprogrammed at the next follow-up to resolve the oversensing. The patient was stable with no consequences.